Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
During an orif of a hip surgeon was using the 4.3 mm cannulated drill bit and the tip broke off into the pt's bone. Surgeon could not retrieve the drill bit piece and it remains in the bone.